Manufacturer narrative:
A ge rep evaluated the system and reloaded software. System operates as intended. (B)(4).

Event description:
The customer reported they cannot access the image directory to send images. No pt injury was reported.